Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40mg/dl. Customer was treated with 2 orange, 15 glucose tablets and 2 cookies for their low. Customer stated that they had pump error. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The customer was alleged that insulin pump was over delivering due to insulin pump error occurred then blood glucose started to go low. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be and reservoir will not be returned for analysis.